Manufacturer narrative:
H10. H3, h6: one twinfix ultra ha 4.5mm suture anchor product used for treatment, was returned for evaluation. The insertion device was returned. There was no anchor returned. There was no suture returned. The inserter displayed no damage. The fork tines were intact and undamaged. Factors that may affect device performance include: device storage and transit, surgical and device ability, procedure location and tissue condition. Review of instruction for use contains instruction for proper use of product. Per instructions for use: ¿it is the surgeon¿s responsibility to be familiar with the appropriate surgical techniques prior to use of this device. Read these instructions completely prior to use. Breakage of the suture anchor can occur if insertion sites are not prepared with appropriate instrumentation prior to implantation. Use of excessive force during insertion can cause failure of the suture anchor or insertion device. If more torque is required to insert the anchor, stop and ensure that the hole size and depth are correct for the bone conditions encountered.¿ recommended prep instrument for normal bone condition is a 3.5mm spade tip drill (pilot hole) and a 4.5mm threaded dilator. Complaint history review indicated no similar allegations for the lot number reported. DHR/batch/lot review did not indicate a condition or product/procedure failure that supported the allegation. No root cause related to the manufacture of the device was confirmed. Product met specifications upon release to distribution.

Event description:
It was reported that during the shoulder rotator cuff repair surgery, the anchor was found fractured when screw-in. The anchor was removed and a back up was used to complete the procedure. No significant delay and no patient injury was reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.